Event description:
It was reported the programmer will only interrogate if the programming wand connector pin is pushed "just right". The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer was not able to interrogate with non- wireless devices; solder joints on the rf (radio frequency) head connector were found cracked. Analysis also found the system fan was noisy. (B)(4).